Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ("my surgery is also scheduled for (B)(6)") in a female patient who had essure inserted. The patient's concurrent conditions included anxiety and feeling sick. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (planned surgery for essure removal). Essure was removed. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of medical device removal ("my surgery is also scheduled for 24th") in a female patient who had essure inserted. The patient's concurrent conditions included anxiety and feeling sick. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (planned surgery for essure removal). Essure was removed. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 1-nov-2018: quality safety evaluation of ptc. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('my surgery is also scheduled for 24th') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included anxiety and feeling sick. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced flatulence ("gas pain"). The patient was treated with surgery (planned surgery for essure removal). Essure was removed. At the time of the report, the medical device removal and flatulence outcome was unknown. The reporter considered flatulence and medical device removal to be related to essure. The reporter commented: she pressed the pain button as many as possible. The gas pains were excruciating. It took me 5 days to poop. ¿concerning the injuries reported in this case, the following one was described in patients social media record: flatulence". Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 13-nov-2019: information was received via social media. Event" gas pain" was added. Reporter was added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('my surgery is also scheduled for 24th') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included anxiety and feeling sick. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced flatulence ("gas pain") and musculoskeletal pain ("I hope you find relief for your shoulder"). The patient was treated with surgery (planned surgery for essure removal). Essure was removed. At the time of the report, the medical device removal, flatulence and musculoskeletal pain outcome was unknown. The reporter considered flatulence, medical device removal and musculoskeletal pain to be related to essure. The reporter commented: she pressed the pain button as many as possible. The gas pains were excruciating. It took me 5 days to poop. ¿concerning the injuries reported in this case, the following one was described in patients social media record: flatulence". Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 24-jan-2020: social media received: new events were added: I hope you find relief for your shoulder and reporter information were updated. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.